Event description:
The customer reported that there were horizontal streaks across the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The returned unit was evaluated and the ref pc board was replaced. The unit was repaired for the loose screw issue. The panel was calibrated and self tests were performed to assure functionality. MFR cross-reference number: (B)(4).